Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was evaluated where no abnormalities were found that would potentially lead a contamination issue. The body of the scope connector was found to be deformed which is likely due to wear and tear from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the issue was related to the device. While growth of microorganisms was confirmed by the user through culture testing following reprocessing, growth of microorganisms was not confirmed from the biopsy channel, air/water channel, or distal end after olympus culture tested following reprocessing in accordance with the instructions for use (IFU). This information is addressed IFU: "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported by the customer, the evis exera iii gastrointestinal videoscope had repeatedly failed the hygiene test. The instrument channel tested positive for one (1) colony forming unit (cfu) of coagulase negative staphylococci. The air water/channel tested positive for over three hundred (300) colony forming units (cfus) of aerobic spore formers. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. The instrumentation channel, air / water channel, and distal end were sampled and tested negative for mesophilic aerobic germs and hygiene-relevant pathogens. The results are evaluated in accordance with the joint recommendation of the krinko and the bfarm 'requirements for hygiene in the reprocessing of medical devices' (bundesgesundheitsbl 2012 - 55:). The cleaning, disinfection, and sterilization (cds) of the scope was performed the by the customer. The last sampling date was (B)(6), 2021. There was no patient infection. The sampling was routine. The air/water channel and auxiliary water channel were pre-cleaned. The instrument suction channel, suction cylinder, and the instrument channel opening and were manually cleaned with gigazym detergent and an olympus single-use combination cleaning brush (bw-412t). Manual disinfection was not performed. Endothermo disinfector (etd) 4 was used as the automatic endoscope reprocessor (aer) along with olympus cleaner and disinfectant. The scope was not sterilized. The scope was stored in a simple cabinet (without drying function). The maintenance was performed by olympus. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.